Manufacturer narrative:
There is no indication service was dispatched for this event.

Event description:
The affiliate reported the customer alleged an elevated troponin I (accutni) result, within the risk stratification interval, for one patient, involving access 2 immunoassay system. The physician requested the sample to be retested which produced a result within the normal reference interval. A new sample produced a result within the normal reference interval. The elevated result was released out of the laboratory. There was no report of patient injury. There has been no report of change in patient treatment associated with this event.